Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding an event with no patient involvement. It was reported that while opening the lead, the tip was found to be bent out of box. The lead was replaced and the issue was resolved. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Additional information indicates the incorrect model was reported, thus the lead lot # was also incorrect. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis product ID: 3387-40: the returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that the conductors were broken at the proximal end of the lead; consistent with over-stress damage. If information is provided in the future, a supplemental report will be issued.